Event description:
Proplast teflon implants were surgicaly put into both sides of rptr's jaw to prevent headaches and jaw locking. Teflon implants removed oct 93. Another surgery coming up to repair damaged joint august 97.